Manufacturer narrative:
B2: other: urinary retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had the stimulator for about a year and it has been helping 50 percent or better, patient was not retaining as much as they used to, every once in a while, they will have a little bout, they noticed it on saturday when patient felt full and bloated, their stomach was burning them. Caller said they don't have the instruction manual and have not had to make any changes for a long time and they have been trying to use the equipment. Worked with caller to close out of all running applications; to find the interstim x my therapy app and caller was successful to synch with the device and increase stim to a comfortable level. Redirected to their doctor. This included caller said the doctor told them to call the manufacturer representative (rep) and they will call the office make an appointment to meet with a representative. The manuals were sent to patient.